Manufacturer narrative:
(B)(4). Only the reload was returned. Post market vigilance (pmv) led an evaluation of one (1) reload opened by the account. Visual evaluation of the reload noted that it was partially fired and the anvil clamping mechanism was deformed. Functional evaluation noted that the reload fired as expected. Replication of the deformed anvil clamping mechanism may occur due to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after jaws were closed, the reload could not be fired. No patient information is available. The patient was not injured and is currently stable. Medical intervention was not required. A new device was used to correct the issue. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. No reinforcement material was used.